Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced shooting pain and stiffness down her left arm, shoulder, and elbow. It was noted that they did not believe her device was off as the patient has not experienced a return of her shaking; the implantable neurostimulator (ins) was implanted to help with the patient's left side. The patient was nervous to use her patient programmer but confirmed that she can turn stimulation on and off, but was not given access to adjust the stimulation's parameters. It was also stated that there was a fall related to the issue as the patient had a few falls over the past year with the most recent being 2 weeks ago; the patient did not hit her head and no imaging was performed following the fall. The patient plans to follow-up with her health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.